Manufacturer narrative:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) was found to be bent while inserting the device into the unknown sheath. Hemostasis was achieved through manual compression lasting less than thirty minutes. There was no reported patient injury. The device had been inspected prior to use, and no anomalies were noted. No excessive force was used during insertion. The femoral artery¿s suitability was verified via angiography or venography with an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with mild vessel tortuosity and mild calcium presence at the puncture site. The mynx vcd was used in a diagnostic procedure using a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection indicated that neither button 1 nor button 2 was depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was present in its manufactured position and was partially exposed. With respect to the sealant sleeves, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the sealant exhibited a premature swelling condition, which contributed to its premature exposure and the observed splitting of the sealant sleeves. A dimensional analysis of the slit length was attempted; however, it could not be performed due to the split condition of the sealant sleeves. The balloon catheter distal profile was verified and found to be within the defined specification. The measurement was obtained using a calibrated micrometer. The catheter working length was verified and found to be within the defined specification, obtained using a calibrated ruler. A simulated deployment test was performed to evaluate functionality. The unit operated as intended, with the sealant deploying and the balloon retracting as expected. After alignment of the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. An attempt to perform the insertion and withdrawal evaluation using a laboratory csi was also made; however, this test could not be completed due to the split sealant sleeves and premature sealant swelling, which prevented introducer insertion. The reported event of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device since there were no damages noted to that component. However, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the issue experienced by the customer. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the issues experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the event reported. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) was found to be bent while inserting the device into the unknown sheath. Hemostasis was achieved through manual compression lasting less than thirty minutes. There was no reported patient injury. The device had been inspected prior to use, and no anomalies were noted. No excessive force was used during insertion. The femoral artery¿s suitability was verified via angiography or venography with an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with mild vessel tortuosity and mild calcium presence at the puncture site. The mynx vcd was used in a diagnostic procedure using a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was later returned as previously expected for evaluation. Addendum: product analysis demonstrates that the sealant was present in manufacturing position and was partially exposed.